Event description:
An artegraft collagen vascular graft, (B)(4), was discovered by implanting surgeon to have a pinhole leak. The pinhole either occurred from a partially ligated side branch of the bovine artery, or from the side wall of the artery itself. The pinhole leak was discovered during normal examination and flushing of the graft prior to implantation. The implant surgeon repaired the pinhole leak by ligating the hole area with surgical suture. This repair proved adequate, as determined by the surgeon. The graft device was implanted in the pt without further issue. Pt is doing well and the graft is performing as intended.

Manufacturer narrative:
Review of recent complaints/MDR's records do not reflect significant similar incidents of vascular grafts having pinholes. Artegraft quality management does review complaint trending for similar types of problems and issues on a periodic basis. This will continue per standard procedure.